Event description:
Equipment failure - multiple pca pumps alarming throughout evening, message the same on all pumps. "Occlusion - relieve pca3 pressure". Unable to contact rep for assistance or explanation of message. Anesthesia changed out tubing, syringes and pumps. Problem continued into next day. Rep present, advises to open the door and squeeze two black tabs at the top of the syringe to relieve pressure. Rep advises that another hosp having same problems. Decision made to gather additional data. All tubing, as wel as packaging for morphine syringe would be identified with a pt label and stored in bins provided, if pump alarms, the appropriate packaging/tubing will be fulled along with the pump to send out for assessment by mfg.